Event description:
The reporter stated that she performs all of the blood glucose testing for her elderly mother, and that they have gotten the er1 message a few times. She stated that the last time had been the previous week, at which time she reinserted the test strip and got a reading of 200 mg/dl. She said that her mother's blood sugar has been stable for the past three months, and that she is on a sliding scale of insulin. She stated that there had not been any adverse reactions to their self-treatment.